Manufacturer narrative:
Manufacturer's narrative: the microscope fell due to a combined user error (improper balancing) and a device malfunction (jammed brake release button). If the opmi would have been properly balanced by the customer, the device would stay in place even with an open brake. Furthermore, the jammed button could also be detected during a preventive maintenance by zeiss service or by a function test before every usage by customer as recommended in user manual , but the device hasn't been serviced by zeiss since 2014, and no function test in regards of the balancing system was performed before the surgery. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design or labeling. The instruction for use is adequate and sufficient to mitigate the risk. In view of risk-based approach, no further investigation or action is required. Description of changes: field g7: updated to "follow-up #: 1". Field h2: entered "additional information" and "correction". Field h6: updated result code to "115" and "180". Added conclusion codes "4307" and "51". Field h10: added manufacturer's narrative. Added descriptions of changes.

Event description:
A healthcare professional (hcp) reported that during a cataract surgery, the surgical microscope arm collapsed on the hands of the ophthalmologist resulting in dislocation of the patient's cataract to the vitreous.